Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the electrode belt would not connect to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (unable to connect electrode belt and check belt messages) have been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent. The cause for the check belt messages and the inability to connect the belt to the monitor is the bent pins. The cause for the bent pins cannot be positively identified but was likely due to the connector being force into the monitor while the pins were misaligned. No adverse event resulted form the defective electrode belt connector. The pt received a replacement electrode belt.